Event description:
Iabp alarm reading gas loss with pump automatically on standby, troubleshooting attempted multiple times to fill balloon and restart without success. Iabp was emergently removed by cardiology within 5 minutes of failure. Vendor assessed iabp machine and did not find any issues; unable to determine if issue is with disposable sheath or machine. No harm to patient.